Manufacturer narrative:
Corrected information provided in d.4., h.2. And h.11. Lot number was updated unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the cutter during surgery. The procedure type was unknown. The surgery was completed after replacing with another product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).